Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that deterioration of visual acuity, glare, deterioration of contrast sensitivity after implantation of the puresee intraocular lens (iol) was observed. Through follow-up we learned that femto-lasik was performed. In the slit lamp examination iol seems to be slightly cloudy. Issues observed only in the left eye. Pre-operative data for os: udva 0.03 and bdva cc +7.5dsph +0.5dcyl.ax.102 = 1.0. Post-operative data: actual axis 80 degrees. Udva 0.5. Bdva 0.7, uiva j5 (70cm), unva j5 (40cm). Ar ((B)(6) 2025): +0.75/-1.5/57. Laser touch-up of os (femto-lasik): +0.75/-1.0/60 date: (B)(6) 2025. Ar ((B)(6) 2026): -0.75/-1.0/69. Manifest ((B)(6) 2026): -0.25/-0.75/70. Photopic pupil size: 2.74mm. Mesopic pupil size: 3.41mm. Scotopic pupil size: 4.56 mm. No positive results were observed after laser procedure. No further information was provided.